Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s low blood glucose level was 40, 292 mg/dl. The customer was treated with the food. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Troubleshooting was performed for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose. The auto mode in the insulin pump was not active. The device will not be returned for analysis.